Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I got knee replacement done in florida. Big mistake, my leg still hurt. I'm sure I got a bad knee or the doctor put it in wrong".